Manufacturer narrative:
Footboard.

Event description:
It was reported by service report that the footboard was damaged and there were exposed sharp edges that could cause lacerations/cuts. No patient involvement or adverse consequences are reported.